Event description:
It was reported that the patient experienced pain and discomfort with this tactra malleable penile prosthesis due to proximal crossover of the left cylinder into the right corpora. A surgical procedure was performed wherein the left cylinder was removed and the right cylinder was left in place. The patient was reported to have recovered. No complications were reported.

Event description:
It was reported that the patient experienced pain and discomfort with this tactra malleable penile prosthesis due to proximal crossover of the left cylinder into the right corpora. A surgical procedure was performed wherein the left cylinder was removed and the right cylinder was left in place. The patient was reported to have recovered. No complications were reported.

Manufacturer narrative:
Updated: evaluation method codes, evaluation result codes, evaluation conclusion codes. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.